Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. Blood glucose level was 600-625 mg/dl at the time of the event and patient got treated with intravenous (IV) and fluids of saline and insulin and took multiple daily injections itself. Patient has not been released. No further information available.